Event description:
It was reported that after a da vinci-assisted lobectomy surgical procedure, the patient expired. The surgeon was stapling with an endowrist 30 curved-tip stapler instrument with a white reload on the pulmonary artery (pa). After a successful fire and during unclamping of the reload, the pulmonary artery reportedly burst. This caused critical bleeding and another surgeon was called in for assistance. It is unknown if the patient expired intraoperatively or postoperatively in the intensive care unit.

Manufacturer narrative:
Multiple attempts to obtain additional information and to contact the surgeon have been unsuccessful. Although no specific information is available, a confirmed procedure date and surgeon name were provided. Device history record (DHR) review for the device(s) used during the reported event found there were no related non-conformances identified. The following concomitant devices were used during this event: endoscope plus 30 degree, tip-up fenestrated grasper, endowrist 30 curved-tip stapler, long bipolar grasper, cadiere forceps, vessel sealer extend, sureform 45 stapler. A site review found that no complaints have been reported for any of the products used. The sureform 45 stapler logs show the instrument was installed on the system and fired 5 times intermittently throughout the procedure; all clamp attempts were successful, and the firings were each completed with no pauses for compression. The endowrist curved-tip stapler instrument logs show it was also installed on the system 5 times intermittently. On each install, the first clamp was successful, the firing was completed, and the unclamp was shown as successfully completed. There were no errors in the logs for either of the stapler instruments. A review of the system logs for the reported procedure date, and the 5 subsequent procedures performed with the system, found that there were no errors that likely would have contributed to an adverse event. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that the patient in this report died as a result of bleeding from the pulmonary artery during a pulmonary lobectomy. The pulmonary artery had been stapled with an endowrist 30 curved-tip stapler. The details of how the vessel bled (such as staple line failure, avulsion injury, or other possibilities) are unknown. Based on the information provided, it is possible the endowrist 30 curved tip instrument contributed to this event. Section b2 date of death: it was unknown if the patient expired in the or later in the ICU and what date. An estimated date would be (B)(6) 2023.